Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.00/2.0/072 (sphere/cylinder/axis) was implanted into the patients eye on (B)(6) 2023. On (B)(6) 2023 the lens was removed and a replacement lens was implanted of longer length lens due to low vault. The replacement lens resolved the problem.

Manufacturer narrative:
Claim#: (B)(4).